Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation, and the physical device evaluation has been completed. The issue was not confirmed, as the scope was not microbiologically tested by olympus. The device evaluation found the instrument channel tube had leakage, the instrument channel port was worn, and the angle had play. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera elite gastrointestinal videoscope tested positive for an unexpected contamination, the bacteria test of the instrument channel tube and suction tube had bacteria that were not qualified. The issue was found during reprocessing, the intended diagnostic gastroscopy was completed with a similar device, and without delay. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.